Event description:
Event became reportable based upon analysis approved 04/18/2009. It was reported that during a percutaneous coronary intervention (pci) procedure, inflation difficulties were encountered. The 90% stenotic lesion was located in the mildly tortuous and calcified proximal left circumflex artery. The 3.5 x 12mm quantum maverick balloon catheter was advanced to the lesion and upon the second inflation at 12 atm, it was noted that the balloon was unable to maintain pressure. The procedure was completed with this device. No patient injury or complications were reported. The patient's condition was reported as "good". The returned product analysis revealed that the balloon had a pinhole leak.

Manufacturer narrative:
The balloon catheter was returned in a deflated state. The system was pressurized, to locate the leak. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located 1 centimeter proximally from the distal end of the tip. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the pinhole. No issues were noted with the balloon material or with the ro markers that could have contributed to the pinhole. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).